Event description:
Right fallopian tube perforated with the essure device for sterilization. Essure device advanced according to instructions per surgeon. Procedure converted to lap tubal ligation covered in informed consent. Pt doing well on follow-up.